Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, noise, and had a confirmed fracture. The physician also observed non-physiologic oversensing. The rv lead was reprogrammed and remains in use with a lead replacement scheduled. No patient complications have been reported as a result of this event.